Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of the patient, multiple non-sustained ventricular tachycardia episodes, which appeared to be oversensing of noise on the right ventricular (rv) lead. Intermittent episodes of oversensing were observed on the episodes list since approximately five months prior, all occurring at the same time of the day. In addition, an ongoing small number of sensing integrity counter (sic) was observed since implant. It was noted the noise was unable to be reproduced in office with arm and pocket manipulations. In addition, it was added the patient had a left ventricular (lv) lead implanted, which was coiled and tucked behind the can as they were unable to position lead and no lv plug was available at the time. The patient will continue to be monitored more frequently via remote monitoring and the rv lead remains in use. No patient complications have been reported as a result of this event.